Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #(B)(6), UDI#: (B)(4). Manufacturing date for the patient interface (B)(6) - (B)(6) 2023 img code for nim console: g02030 img code for patient interface: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the nim vital power button is not working correctly, it seems to be stuck and the led appears p urple. There was no patient impact related to the event.

Manufacturer narrative:
H3: nim console (s.no: (B)(6). The customer's reason for return of switch/intermittend confirmed. The unit presented with a software version of 1.5.4. The battery door screw was missing and a defective standby switch. H6: initially submitted codes fdm b17 fdr c20 are no longer applicable. Applicable codes: fdm b01 fdr c20 img g0203401, g0405213. H3: product analysis: patient interface (s.no: (B)(6). The customer's reason for return could not be verified. The reported failue related to the console and not the patient interface. H6: initially submitted codes fdm b17 fdr c20 fdc d1102 are no longer applicable. Applicable codes: fdm b01 fdr c219. Fdc d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.